Event description:
It was reported by service report that the weld is broken on the litter frame at siderail pivot. The siderail will latch up but is not secure and there are sharp edges exposed at the break. No pt involvement or adverse consequences are reported.